Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150-200 units of insulin. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level after 2 days of using the pump supplies; bg value was not provided and cause was unknown. The contact declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.